Manufacturer narrative:
The customer returned the suspected contour next meter (serial # (B)(4). The customer also returned the contour next test strips. While performing an in-house evaluation, the meter switched on as expected. No anomalies were found in the customer service mode of the meter. Control tests were run using the returned meter and test strips and all readings were within specifications and properly stored in the meter's memory.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The advocate reported that one of the customer's blood glucose readings was not stored in the memory of the contour next meter. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. Replacement meter and test strips were sent to the customer.